Manufacturer narrative:
(B)(6) - zipper damage. Eval, results: eval for the returned products shows that the panel side b zipper slider body is open. There is mold on the mattress envelope. Note: posey instructions for use warnings: always use the zipper pull-tabs when opening or closing the zippers. Never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. (B)(6).

Event description:
Customer claims that there's zipper damage on the side panel, but could not specify which part of the zipper has damage. There was no pt incident or injury reported. Eval for the returned product shows that panel side b slider body is open.